Manufacturer narrative:
The lot number was provided for this malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model 1808069 implantable port allegedly experienced a fracture and obstruction of flow. This report was received from one source. The event involved a patient with no patient consequences. The patient is a (B)(6) female weighing (B)(6).